Manufacturer narrative:
G4: 22jul2019; b4: 15oct2019. The touchscreen was also reported to have a calibration failure. The manufacturer's field service engineer replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 22oct2019. Date of report: 22oct2019. Touchscreen issue: the touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no fault was found and the reported event could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that alarm was not connected after the oxygen concentration was adjusted beyond 21%. The fse suspected an issue with the oxygen solenoid or oxygen sensor and replaced the gas delivery system and the issue was resolved.

Event description:
It was reported that the unit was unable to delivery oxygen and oxygen alarm was not connected. There was no patient involvement.